Manufacturer narrative:
Burn and ulceration after 1064nm laser for leg veins that likely will lead to permanent scars. The report was submitted on (B)(6) 2023 in the test mode, and on (B)(6) 2023 it was resubmitted in the production mode.

Event description:
It was reported about burns on leg after 1064nm laser treatment for leg veins.